Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon functional testing, the fse checked the system as well as the hospital power supply which were working fine. The fse noticed the high temperature in the room, found that hospital air conditioner was broken. To resolve the reported issue, the fse advised hospital to solve air conditioner issue as soon as possible to solve the start-up issue. After this, the reported issue didn¿t reoccur, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system had startup failure. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.